Event description:
Healthcare professional reported rupture, benign calcifications, air bubbles inside the implant sheath, ¿siliconoma towards the interline of external quadrants line c, which corresponds to the palpable nodule,¿ silicone deposits in axilliary region, and ¿adenopathies with silicone deposits" diagnosed by MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, granuloma, and silicone migration.